Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient states this is the 2nd time dbs has shut off on its own and patient cannot get the programmer to sync with the implanted neurostimulator to turn it back on. Patient states this started probably a couple days ago. Patient does not know why the therapy shut off. Patient has been trying to turn therapy back on for the last couple days but it will not sync. Patient is getting the poor communication screen. Agent had patient use the recharger and patient was able to connect with no issues and implantable neurostimulator (ins) was charged to 50%. Patient states not letting the ins charge go low. The patient had also tried new batteries for the programmer but that did not resolve the issue . The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the programmer.